Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion factory service center received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to an axon cable not being fully connected to the lcd screen, causing the lcd screen to be blank. The factory service center repaired the ventilator and returned it to manufacturer's specifications.

Event description:
The customer reported that when the end-users went to use the ventilator, the screen was blank. The unit will not power on now. The customer reported that the unit was not plugged in overnight, but when the unit is in the nicu, the unit is always plugged into an ac power source. There was no patient involvement associated with this reported issue.